Event description:
Initial evaluation of this issue suggested that the issue was a reboot issue, not likely to cause or contribute to death or serious injury.

Manufacturer narrative:
The customer reported that after upgrading their software to l.00.18, they were still getting intermittent reboots when the 12 lead option was enabled. Upon further investigation by product support, it was determined that the pic was actually rebooting when configured for 'long yellow alarm' and the heart rate exceeded either the high or low alarm limits. This is a report of the same software malfunction previously reported to the FDA via MDR #1218950-2009-02166 on (B)(4), 2009 for a different serviced device at this institution. It was determined to be a software defect that only impacts (B)(4) language versions. This issue is corrected in software patch l.00.19 which was released via (B)(4) and the FDA was informed on (B)(4), 2009. The competent authorities for the two involved markets were notified of the software change on (B)(4), 2009. No further investigation/action is warranted. (B)(4).